Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 20 ml syringe luer slip air enters between the needle and the syringe making it unable to obtain the necessary amount of blood. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when extracting, air enters between the needle and the syringe (or air in the syringe), unable to obtain the necessary amount of blood.

Event description:
It was reported that during use of the bd plastipak¿ 20ml syringe luer slip air enters between the needle and the syringe making it unable to obtain the necessary amount of blood. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: when extracting, air enters between the needle and the syringe (or air in the syringe), unable to obtain the necessary amount of blood.

Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.